Event description:
Longer bite channel, pressing to front teeth caused pressure/twist when biting protector side walls would help locating molars. Protector molded bit surface (blue) separated from translucent base almost immediately expecting potentially bad batch of poorly adhered parts. Lot: 052124. Upc taped to receipt.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.